Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "patient was receiving IV fluids. Patient became confused, opened the door on his alaris IV pump and removed the IV tubing. Also apparently compressed the blue safety clip and ended up giving himself a bolus of fluid." "It would be a great idea for there to be some sort of locking device or other latch that nurses could use to prevent patients from opening the door." An incomplete date of event of (B)(6) 2018 was provided. The customer reported that lasix 500 ml was infusing at 5 mg/ml/hr when the patient opened the pump module door. The 500 ml infused within 3- 4 hours. Labs were drawn related to the patient¿s disease stated and not the over infusion. There was no report of patient harm.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "patient was receiving IV fluids. Patient became confused, opened the door on his alaris IV pump and removed the IV tubing. Also apparently compressed the blue safety clip and ended up giving himself a bolus of fluid." "It would be a great idea for there to be some sort of locking device or other latch that nurses could use to prevent patients from opening the door." An incomplete date of event of (B)(6) 2018 was provided. The customer reported that lasix 500 ml was infusing at 5 mg/ml/hr when the patient opened the pump module door. The 500 ml infused within 3- 4 hours. Labs were drawn related to the patient¿s disease stated and not the over infusion. There was no report of patient harm.

Manufacturer narrative:
This has been determined to be a duplicate file. Reference manufacturer report number 2016493-2018-00541 for MDR reporting.